Manufacturer narrative:
(B)(4) - a temporal relationship exists between ccpd therapy with the liberty cycler and the reported inguinal hernia (due to heavy lifting) and the physician decision to discontinue ccpd therapy and transition the patient. To in center hd therapy. The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The system air leak passed. The valve actuation test passed. The cycler weighed fill volume values were within tolerance. The load cell verification was within tolerance. The internal, visual inspection of the received cycler unit encountered no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The information in the complaint file was reviewed by a post market surveillance clinician. It was reported that this peritoneal dialysis (pd) patient developed an inguinal hernia reportedly due to heavy lifting. The patient¿s nephrologist ordered the patient to discontinue continuous cycler-assisted peritoneal dialysis (ccpd) therapy (unknown date) and transitioned the patient to receive renal replacement therapy (rrt) by in center hemodialysis (hd) until the physician makes a determination if inguinal hernia surgery will be necessary. On (B)(6) 2017 during a follow up call to the pd nurse it was revealed the patient was still in hd therapy and at some point in time, the patient was expected to return to ccpd therapy based on unknown criteria.